Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer went to the emergency room in a diabetic coma with a blood glucose (bg) of 26 mg/dl. Customer received unspecified treatment. Customer alleged that bg was low due to pump shutting off. Bg was 126 mg/dl at the time of the report and customer declined to provide further details regarding the reported issue. Tandem technical support reviewed pump data logs and found pump had declared multiple out of range alerts causing the pump battery to deplete and eventually shutdown.